Event description:
The customer obtained false positive total beta-hcg results on two separate samples from a single pt. The same samples were negative when tested by a reference laboratory using an alternate method. There was no report of pt harm as a result of this event.